Event description:
The customer contacted philips healthcare to report that the ping that connects to the battery is broken. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.